Event description:
On 6/5/89 the patient had a pacemaker implanted because of sick sinus syndrome with near syncopal episodes and bradycardia. The patient noted recurring episodes of shortness of breath and feeling sluggish and was picked up on transtelephonic monitoring to have intermittent failure of function of the ventricular electrode. The pacemaker system was interrogated at the physicians office and the resistance of the ventricular electorde was down to 250 ohms. The ventricular electrode was replacedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.